Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Event description:
It was reported that a visao handpiece drill was "warming up too much while drilling" during use. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the device would not turn due to corrosion in the motor and nose bearings. Pre-repair temperature tests could not be performed upon evaluation of the complaint device due to the handpiece not running in as received condition. The device was repaired, tested and passed all manufacturing specifications. Usage of device: reuse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.